Manufacturer narrative:
Initial and final MDR 1907008 - MDR 3003442380-2024-09799 - device 5 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), on (B)(6)2024, it was reported that the patient experience that 5-infusion set were fell off during use and infusion set is long for 24 hours or less. The blood glucose level was 100-200 mg/dl. No further information available.